Event description:
It was reported that the device entered backup vvi during an attempted firmware upgrade. The device was not used.

Manufacturer narrative:
The reported event of backup operation was confirmed. Backup was due to telemetry interruption which is consistent with user error during communication with the device. Electrical testing revealed normal device characteristics with battery voltage above eri.